Event description:
Admitted 1/5/97 with respiratory distress and lethargy. Diagnosed with pneumonia, uti, probable sepsis. On 1/7/97 at approx 3 am, pt arrested and was defibrillated 3 times. On 4th defibrillation, puff of smoke and arc observed. Pt sustained skin burn. Defibrillated a 5th, 6th, and 7th time before discontinued the use of the paddle. Pt arrested around 10 am on 1/7 and ceased to breath. Cause of death determined to be cardiac arrest. No autopsy performed. Add'l lot # k080296.